Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to hyperglycemia, with a blood glucose reading over 600 mg/dl. The customer stated that prior to the event, he had been feeling fatigued. Nothing further was reported.